Manufacturer narrative:
The suspect interface (umbilical) cable was received by the manufacturer for evaluation. Testing found an open between two pins, indicating an electrical failure mode.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. A medtronic representative went to the site to test the equipment. The imaging system failed imaging modalities. It was found that the system was not able to fully boot due to a defective umbilical cable. System stayed on "connected not ready". The medtronic representative replaced the mobile view station (mvs) interface (umbilical) cable. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement.

Event description:
A medtronic representative reported on behalf of the site that there is no image on the imaging system's screen when they try to take x-rays. The site rebooted several times, checked the umbilical cable but the image acquisition system (ias) seems to be in stand alone mode. There was no patient present when this issue was identified.